Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) declared a battery depletion error message. Technical services (ts) review of the device confirmed that the device was depleting prematurely and had sufficient capacity to deliver at least six shocks before charge times exceed 15 seconds if the sicd is replaced within 90 days. Ts also noted that data indicated that elective replacement indicator (eri) may be declared during this time but therapy is available. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) declared a battery depletion error message. Technical services (ts) review of the device confirmed that the device was depleting prematurely and had sufficient capacity to deliver at least six shocks before charge times exceed 15 seconds if the sicd is replaced within 90 days. Ts also noted that data indicated that elective replacement indicator (eri) may be declared during this time but therapy is available. The device was explanted and replaced. Should the device be returned this investigation will be updated. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) declared a battery depletion error message. Technical services (ts) review of the device confirmed that the device was depleting prematurely and had sufficient capacity to deliver at least six shocks before charge times exceed 15 seconds if the sicd is replaced within 90 days. Ts also noted that data indicated that elective replacement indicator (eri) may be declared during this time but therapy is available. The device was explanted and replaced. Should the device be returned, this investigation will be updated. No additional adverse patient effects were reported.